Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of all three leaflets, and all three free margins. Calcification restricted mobility in the leaflets and led to stenosis. Tissue tears due calcification disruptions are evident at leaflets 1 and 3 at commissure 1, and leaflets 2 and 3 at commissure 2. The tears measure to approximately 3-4mm. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 7mm. Host tissue is minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review is in process. Operative report has been requested, however, no information has been received. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
It was reported that a valve was explanted after an implant duration of approximately 137 months due to stenosis. The valve was replaced with a magna valve.

Event description:
The received operative report states that "[tee] was done, demonstrating several prosthetic aortic stenosis...the ascending aorta was opened and incision carried down toward the noncoronary sinus, exposing a heavily calcified bioprosthetic aortic valve. The leaflets were immobile. The sutures holding the valve in place were divided and removed, and the prosthetic valve was then removed from the aortic annulus."